Event description:
While servicing the ventilator during a preventive maintenance visit, the respironics service technician reported that the heated filter assembly was getting hot. The unit was not in use, therefore, there was no pt involvement. The customer did not report the finding during any previous usage and there was no pt harm reported. Malfunction of the heater filter assembly could lead to excessive condensation in the exhalation bacteria filter, creating an occlusion of the filter which may be detrimental to the pt. The respironics service tech replaced the filter assembly to correct the problem. Performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Heated filter assembly.